Manufacturer narrative:
It was reported that the patient was over 18 years old. Reported event of exit marker bunched. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a gastroscopy with esophageal dilatation procedure on an unknown date. According to the complainant, during preparation, it was noted that there was a "barb," or what felt like a piece of metal, sticking out the side where the balloon meets the catheter. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the complaint device found that the balloon was bunched up at the proximal end. The exit marker was attached and was not loose on the catheter. Functional analysis found that the catheter was unable to advance through the endoscope. It is possible that though the account confirmed a vacuum was applied during wingtool removal, the vacuum  may not have been sufficient to prevent the balloon from bunching up. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a gastroscopy with esophageal dilatation procedure on an unknown date. According to the complainant, during preparation, it was noted that there was a "barb," or what felt like a piece of metal, sticking out the side where the balloon meets the catheter. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.